Event description:
I've had severe back pain, severe abdominal pain, heavy bleeding when I'm on my cycle, was hospitalized due to a blood clot in my uterus. My pain has been continuous; nonstop. I hate I ever had the essure placed inside of me.